Event description:
It was reported that during an angioplasty procedure, air leakage was allegedly confirmed from the shaft connection part on the front side of the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter was received for evaluation. Residue was noted throughout the device. The catheter shaft was noted to be partially broken from the balloon at the proximal glue joint. Frayed fiber was noted to the balloon. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is confirmed for the reported leak and identified break as a break was noted at the glue joint which could have led to the leak. The investigation is also confirmed for the identified frayed fibers as fraying of fibers was noted to the balloon. The reported leak could have been due to the identified glue joint break. However, a definite root cause for the reported leak, identified break and frayed fibers could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (dqy; lit). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.